Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 45 millimeters of mercury (mm hg). The mean gradient after the valve was implanted was 5 mmhg. The implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 4 mm. The valve was initially implanted in the patient's native annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 2 months following the implant of a transcatheter valve, a severe paravalvular leak (pvl) occurred. Additionally, the patient presented with hemodynamic instability. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was planned for treatment. Per the physician, the patient's calcified anatomy contributed to the event.